Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25) occurred. Customer's blood glucose level was 600 mg/dl which was addressed by delivering a bolus and pump supplies. Reportedly, the customer continued to use the pump for insulin therapy.